Manufacturer narrative:
The instruments affected were reprocessed prior to use in patient procedures. The user facility stated an employee removed a loading rack from a sterilizer and pulled the cart backwards when the transfer carriage became unstable and fell to the ground. The transfer carriage was removed from service. A steris service technician arrived on-site, inspected the unit, and identified that the locking mechanism for the front wheels did not lock properly at the front of the transfer carriage resulting in the reported event. The technician found that the loading station on the floor, which locks the transfer carriage into the sterilizer, was bent. Because the loading station was bent, the front legs did not lock properly in place at the front of the transfer carriage, allowing the it to become unstable and fall as it was pulled backwards out of the sterilizer. The steris technician repaired the loading station, tested the transfer carriage, and confirmed it to be operating according to specification. The transfer carriage was returned to service at the user facility. The transfer carriage was returned to service at the user facility. The steris service technician notified the user facility of the proper usage of the transfer carriage while on site, including specifically to ensure the front wheels are locked in place when pulling the transfer carriage away from the sterilizer. No additional issues have been reported with the transfer carriage.

Event description:
The user facility reported their atlas transfer carriage became unstable and fell to the ground when transporting a loading rack. No injury, procedure delay, or cancellation was reported.